Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the lead safety switch (lss) was triggered due to right ventricular (rv) pace impedance greater than 3,000 ohms. The rv amplitude also decreased. The lss changed the programming to unipolar which resulted in oversensing of myopotentials and the patient experienced some episodes of lightheadedness. Technical services recommended programming options. The pacemaker remains in service.

Event description:
It was reported that the lead safety switch (lss) was triggered due to right ventricular (rv) pace impedance greater than 3,000 ohms. The rv amplitude also decreased. The lss changed the programming to unipolar which resulted in oversensing of myopotentials and the patient experienced some episodes of lightheadedness. Technical services recommended programming options. The pacemaker and rv lead (non-boston scientific product) remain in service.